Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin. Net transmission, intermittent undersensing resulting in false atrial fibrillation and pause episodes were observed. It was suggested that the device should be allowed to heal up further since it was new implant. Programming changes were successfully made. The patient was stable.